Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report will not be returned as the device was not explanted. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number and explant date, when scheduled. The info has not yet been received by allergan. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. Explant surgery has not been scheduled the device remains implanted and allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling address the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."

Event description:
Pt reported an alleged lap-band "port leak" that was diagnosed after having a fluoroscopy test. The device remains implanted. The pt has a previously reported port leak documented in medwatch report # 2024601-2007-00174.